Event description:
It was reported that the patient received inappropriate therapies due to sensing noise generated by lead. An apparent fracture and high impedance (2500 ohms) were also reported. The lead was explanted and replaced. Additional information was subsequently received from the patient reporting the lead was fractured and blood clot after surgery. Patient understands "it was broke." Information later received from an attorney alleges "as a result of the first defective lead system being implanted inside of him, plaintiff sustained temporary injury, severe pain and shock, and permanent injuries and conditions including blood clotting." No further details regarding the injuries was received, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; partial lead in segments returned and analyzed. Other: it was reported that the patient received inappropriate therapies due to sensing noise generated by lead. An apparent fracture and high impedance (2500 ohms) were also reported. The lead was explanted and replaced. Additional information was subsequently received from the patient reporting the lead was fractured and blood clot after surgery. Patient understands "it was broke." Information later received from an attorney alleges "as a result of the first defective lead system being implanted inside of him, plaintiff sustained temporary injury, severe pain and shock, and permanent injuries and conditions including blood clotting." No further details regarding the injuries was received, and no further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed, visual examination component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, device breakage impedance, high interference lead(s), fracture of oversensing shock, inappropriate defective device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) proximal conductor fractured; partial lead in segments returned and analyzed.

Event description:
It was reported that the patient received inappropriate therapies due to sensing noise generated by lead. An apparent fracture and high impedance (2500 ohms) were also reported. The lead was explanted and replaced. Additional information was subsequently received from the patient reporting the lead was fractured and blood clot after surgery. Patient understands "it was broke." Information later received from an attorney alleges "as a result of the first defective lead system being implanted inside of him, plaintiff sustained temporary injury, severe pain and shock, and permanent injuries and conditions including blood clotting." Further allegation from an attorney alleges the patient experienced inappropriate and/or excessive shocking, fracture or other injury and sustained severe emotional distress, mental anguish. No further details regarding the injuries was received, and no further patient complications have been reported as a result of this event.